Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juez0865 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in luxembourg.

Event description:
It was reported the problem encountered by the nurse: when opening the dressing of the hickmann catheter, open fin -> change of statlock and same problem during fitting: the fin does not close on the catheter consequence, the catheter moves. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.